Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a sensor issue. Customer's last blood glucose level was 448 mg/dl. Customer treated with a bolus and is feeling okay. Customer declined troubleshooting for high blood glucose levels. Customer inquired about basal delivery rate. Customer was offered to be transferred to an insulin pump technician, but customer declined. No further assistance required.